Manufacturer narrative:
The lead was returned due to patient death. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-40347. It was reported that the patient had deceased. The cause of death was unknown. Further information was not reported.

Manufacturer narrative:
Further information was requested but not provided.